Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced an infusion set tubing detached event on 15-jun-2025 at site. The insertion site was the abdomen. Infusion set was used for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.